Event description:
A malfunction was reported, identified by the code malf 0, and it occurred without any notable prior events. There was no reported impact on the customer¿s blood glucose level, and the exact impact was unknown as the customer declined to provide specifics. Technical support assisted the customer with resetting the pump, and the malfunction code did not recur afterward. The customer was instructed to continue using the pump and to contact support if the issue reappears.